Event description:
The site reported the following: (B)(4) and I was notified that an alleged air injection had occurred. The hospital reported that they had injected a patient with approximately 30 ml of air. The patient was seriously injured and was flown to a specialist clinic.

Manufacturer narrative:
A system service check of the mark v provis injector, completed on (B)(4) 2013, confirmed the injector was operating within (B)(4) and I specifications. Multiple documented attempts have been made to have the disposables returned to (B)(4) and I for evaluation, as well as, to gain specific information related to the reported event; however, these attempts have been unsuccessful. Additional applications training has been offered to the site and we are awaiting their response. Based on the limited information, we are unable to determine the root cause of the alleged air injection. In the event additional information is obtained, a follow-up report will be submitted.